Event description:
The customer reported that erroneously elevated potassium (k) results were obtained on six patient samples on an atellica ch 930 analyzer. Of these, five samples were reprocessed on the following day on the original analyzer under different identifiers, and the results were similar to the erroneous elevated results. The erroneous results were reported to the physician(s), who questioned the results. Additionally, the samples were reprocessed on multiple analyzers for troubleshooting purposes at the customer¿s site, and the results were consistently elevated. Also, four patients were sent to the emergency room (ER) at a different facility for sample redraw, and the results obtained were normal. The customer did not specify which patients were sent, and it is unknown how many samples were redrawn and yielded correct results. The customer did not provide siemens with any further information, including the repeat (troubleshooting) results, redrawn sample identifiers, dates of repeat/redrawn testing, analyzer used for further repeat/redrawn testing, or the redrawn/correct reported results. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated potassium (k) results.

Manufacturer narrative:
A united states (us) customer contacted a siemens remote services center (rsc) and reported that erroneously elevated potassium (k) results were obtained on six patient samples on an atellica ch 930 analyzer. Quality control (qc) was within range when erroneous results were obtained on the day of the event. Siemens concluded the investigation of the event. Siemens reviewed the available instrument data files, and the information provided by the customer. All the affected samples were stat spun. The customer stated that the affected patient samples came from the same location and were placed close to ice packs during transport. The customer¿s internal review determined that the erroneously elevated results were caused by poor centrifugation and lysis of the red blood cells. Siemens¿ review indicated that sensor lot# 150013 met all specifications for release and ruled out systemic issues. Siemens determined that the cause of the event was poor centrifugation and lysis of the red blood cells. A product problem was not identified. The customer is operational through standard troubleshooting that involved review of sample handling. The device is performing within specifications. No further evaluation is required.